Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a dka episode caused by inaccurate cgm readings. The cgm showed 400 mg/dl, but the patient did not experience any symptoms at that time. The patient self-treated using insulin via her tandem mobi pump (units not recalled), but the cgm remained at 400 mg/dl. Then administered 20 units of humalog injection and began experiencing vomiting and dry mouth. The cgm continued to show 400 mg/dl, and no fs was taken. The daughter called an ambulance. Upon ems arrival, fs read ¿high¿ with no value, while the cgm still displayed 400 mg/dl. No medication was given, and patient was transported to the hospital. At the hospital, the cgm remained at 400 mg/dl, while blood work showed 580 mg/dl. The patient was diagnosed with dka and treated with IV insulin. IV insulin was discontinued, and the patient was transitioned to insulin injections (name and units unspecified). The bg decreased to 280 mg/dl, but the cgm still showed 400 mg/dl, prompting her to remove the sensor. The patient stayed at the hospital until (B)(6) 2026 and reported feeling somewhat better upon discharge. She replaced the cgm after returning home. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid were taken when the ems arrived, in the hospital and upon discharge. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.